Event description:
In 2008, the patient was implanted with gore excluder aaa endoprosthesis, for treatment of an abdominal aortic aneurysm. At the conclusion of the procedure there was question of a type I or ii endoleak, of which an arteriogram did not confirm. At about 18 days post-op, a computed tomography (CT) scan showed thrombosis of the endovascular graft. Interventional thrombolysis of the graft was initiated and angioplasty was performed for a suspected stenosis. The patient's aorta ruptured at this time. A aorto-aorto 16 mm bypass, and explant of the grafts was conducted and the patient went into cardiac arrest and was transferred to the operating room. The patient was made comfort measures only (cmo) by the family and expired in the next day.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use states: the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: infrarenal aortic neck treatment diameter range of 19-26 mm. There were additional device(s) related to this event.